Manufacturer narrative:
(B)(4) the patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 . No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined.